Event description:
A patient came in for 5-fu computerised ambulatory delivery device (cadd) pump disconnect, white residue was noticed around the syringe adaptor the morning before they came in. No active leaks were present upon inspection, all connections were secure. There were some markings (possibly a small crack) where the pigtail attached to the adapter. Patient stated they did not press against the pump while sleeping. Product has been quarantined for further inspection by b. Braun. Potential faulty product name: onguard 2 cstd syringe adapter lock ii a chemfort cstd product ref: 412174 lot: uby550.